Manufacturer narrative:
The reagent lot number is 771886. The expiration date was not provided. The customer noted that the qc performed on the day of the event was within range for all tests. The photometer control and lamp were recently replaced. Reagent issues were excluded. The field service representative replaced a sensor, performed timing checks, performed reaction drive assay calibration, and performed the rotation force of the reaction disk measure. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable urea/bun results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 8 mg/dl. The sample was repeated and the result was 60 mg/dl. The sample was repeated on another analyzer and the result was 61 mg/dl, which confirmed the higher result.